Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17368429m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the right ventricle mapping phase of the procedure with the smart touch bidirectional catheter, a pericardial effusion was noticed as the patient's blood pressure dropped . The pericardial effusion was confirmed by transthoracic echo and a pericardiocentesis was performed removing 350cc of fluid. A transseptal puncture had been performed with a cook needle. No ablation had been done. The generator was set to thermocool settings. At the time of injury, the impedance reflected 140-155 ohms, power was 0 and temperature 37 degrees. The flow setting was flow of 2ml/cc. There were no error messages observed on the biosense webster equipment during the procedure. A short sheath was used. However, the brand is not known. The patient received anticoagulation in the procedure. The act was maintained around 300. This catheter was not in close proximity to another catheter. The catheter was zeroed twice as the carto system indicated to re-zero the catheter. This occurred prior to the patient event occurring. There is no further information about the hospitalization. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. However, he feels that the patient may have had a pre-existing effusion but has no evidence. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.